Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the arm. The patient experienced very slow speech, slow thought processing and losing my balance and finally lost consciousness. Around 10 am the patient was taken to the hospital via an ambulance that his brother called. At the hospital, they took a bg reading of 31 mg/dl and the cgm reading 180 mg/dl. They treated the patient with glucosmon 50 (glucose) and IV 10% glucose. The patient regained consciousness and was discharged the same day when his bg was stable. At the time of the report the patient was at home and recovered and the bg reading was 188 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.